Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿down¿ button was under responsive. It was reported that the keypad cover was undamaged, there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings:on investigation, the alleged button tactile issue was duplicated. The pump powered up to the verify screen with auditor and vibratory features. The keypad cover was intact while the ¿up¿ and ¿down¿ arrow buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the complaint, it was observed that the battery compartment was cracked in the threads area. The battery cap was damaged/stripped, but the pump did power up using the returned battery cap.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.